Event description:
It is reported that the pt experienced pain and swelling in the right knee after the device was implanted. The date of implant was (B)(6) 2007. Pt was revised.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.